Event description:
The initial reporter stated that within operating room #1, the monitor is crooked on. After further investigation, it was identified that a malfunction was associated with the yoke and not the monitor. The malfunction was identified during room preparation and no patients/users were adversely affected.

Manufacturer narrative:
There is no established expiration date for the said device. Further attempts will be made for this information. Device manufactured date is unknown at this point. Evaluation summary: they said device was evaluated on 12/30/09. The investigation confirmed that the monitor was not level/loose. When they proceeded to try and make the necessary adjustments, the yoke "fell apart". Both sides of the yoke broke which then had the monitor lean/fall. They were able to save the monitor from falling further since they were present. The room was not in use therefore, there was no injury sustained but had this occurred during a case or with staff present, the monitor could have potentially fallen and caused an adverse event. It appears that the cause of the malfunction was an insufficient weld on the yoke. Further investigation and action is being conducted via CAPA (B)(4). There were no adverse consequences that resulted from this malfunction. This is not a single-use device.